Event description:
A perceval pvs25 was implanted via median sternotomy in a patient indicated for avr due to stenosis. The patient's heart was significantly enlarged and hypertrophic, with palpable calcifications throughout the coronary vasculature. The aortic valve was severely calcified, with heavy calcification of the entire annulus. A sutureless valve was selected for implant, because anchoring of a sewn valve did not seem possible in the heavily calcified annulus. The aortic wall, annulus, and ostia were decalcified as much as possible. The valve was sized, and a pvs25 was selected. The valve appeared to fit well and was ballooned. After coronary re-perfusion, the predominant heart rhythm was ventricular fibrillation which could not be terminated. Echocardiogram revealed central leak, so cross-clamp was resumed and a stented valve was implanted with considerable effort. After weaning from bypass, intraoperative tee showed good fit of the valve without evidence of dysfunction or paravalvular leak and good pumping function of the heart.

Event description:
A perceval pvs25 was implanted via median sternotomy in a patient indicated for avr due to stenosis. The patient's heart was significantly enlarged and hypertrophic, with palpable calcifications throughout the coronary vasculature. The aortic valve was severely calcified, with heavy calcification of the entire annulus. A sutureless valve was selected for implant, because anchoring of a sewn valve did not seem possible in the heavily calcified annulus. The aortic wall, annulus, and ostia were decalcified as much as possible. The valve was sized, and a pvs25 was selected. The valve appeared to fit well and was ballooned. After coronary re-perfusion, the predominant heart rhythm was ventricular fibrillation which could not be terminated. Echocardiogram revealed central leak, so cross-clamp was resumed and a stented valve was implanted with considerable effort. After weaning from bypass, intraoperative tee showed good fit of the valve without evidence of dysfunction or paravalvular leak and good pumping function of the heart. The cross-clamp time was extended by 46 minutes as a result of the incident.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. The returned valve prosthesis was received in general good conditions. Investigation is ongoing.

Event description:
A perceval pvs25 was implanted via median sternotomy in a patient indicated for avr due to stenosis. The patient's heart was significantly enlarged and hypertrophic, with palpable calcifications throughout the coronary vasculature. The aortic valve was severely calcified, with heavy calcification of the entire annulus. A sutureless valve was selected for implant, because anchoring of a sewn valve did not seem possible in the heavily calcified annulus. The aortic wall, annulus, and ostia were decalcified as much as possible. The valve was sized, and a pvs25 was selected. The valve appeared to fit well and was ballooned. After coronary re-perfusion, the predominant heart rhythm was ventricular fibrillation which could not be terminated. Echocardiogram revealed central leak, so cross-clamp was resumed and a stented valve was implanted with considerable effort. No stent deformation or folding was observed. After weaning from bypass, intraoperative tee showed good fit of the valve without evidence of dysfunction or paravalvular leak and good pumping function of the heart.

Manufacturer narrative:
Visual inspection of the returned device did not reveal any anomalies or pre-existing defects. Hydrodynamic testing was conducted and confirmed that the valve met iso 5840 requirements for a prosthesis of equivalent tissue annulus diameter. No regurgitation or other anomalies were observed during the open/close cycle. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic to the involved device, as no regurgitation was observed during hydrodynamic testing. Based on the reported event information, the patient's specific anatomical condition - namely, significant hypertrophy and extensive calcification of the annulus - resulted in some difficulty with the implant process, and may have contributed to the reported event.